Manufacturer narrative:
(B)(6).

Event description:
It was reported that the surgeon was performing a sub acromial decompression using an electroblade and vulcan rf unit. Then he went to use the cautery feature and nothing happened. No error message. He checked the connections to the vulcan and all were plugged in correctly, he changed the electroblade and it did not cauterize as well. An error message appeared on the vulcan saying unable to determine voltage service required. There was no backup device available and no patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion.